Event description:
Malfunction of invacare 600 life while transferring pt. Lift arm with sling detached from unit followed by pt fall to the ground. Initial medical imaging and physical exam did not reveal any fractures or visible injury. Pt expired 4 hours after event.